Manufacturer narrative:
Device manufacture date: sep-12-2008; sep-30-2008; dec-03-2008. A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The returned device was visually inspected. No anomalies were noted. The instrument was tested with a concorde cage. No product problem found. As such, a review of the device history record, as well as, a trending analysis is not needed as no product problem was found. Based on the investigation, the likely root cause was a side impact to the cage resulting in failure of the cage. Please refer to mw 1526439-2014-12218 for cage evaluation. The inserter did not cause or contribute to the event reported. An MDR was originally submitted under mw-1526439-2014-12217 as the suspect device could not be determined based on the information provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a posterior lumbar interbody fusion (plif) surgery, while attempting to insert the concorde bullet cage into place, the concorde bayonet inserter broke off/separated from the cage and the cage tore the patient's dura, exposing the nerve root. The sales rep is unsure as to which device caused the event. The difficulty resulted in a fifteen to thirty minute delay to the procedure. The following mfg. Medwatch reports are being filed for the concorde bayonet inserter and the concorde bullet cage: 1526439-2014-12217; 1526439-2014-12218.